Event description:
It was reported that they opened the device and at distal end after removing plastic cover they noticed condensation on the shaft. Humidity rose to 90% due to a typhoon that passed which is the reason for it. Advised to discard the device, get a new one to complete the rest of the case and there was no patient harm.

Manufacturer narrative:
(B)(4). Date sent: 11/7/2024. D4: batch # unk. B3: event day and month unknown. Captured as 1/1/24. D4: UDI: as the lot number for the device involved in the event was not provided, and the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.